Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, which was oversensed resulting in pacing inhibition with asystole greater than two seconds observed the patient was noted to have experienced symptoms of fainting and dizziness due to the pacing inhibition. As a result, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.